Event description:
Suction irrigator was leaking during the case. This has occurred maybe only 2 times in the past few months. However, we only started using the stryker irrigator recently because the product was unavailable. When we were using it on a regular basis, it seemed to occur rather frequently but only on bariatric cases with the long suction tip. The rep told us that the long tip was disposable after 10 uses. No one was ever able to find the IFU that stated this fact. The rep also suggested not placing full pressure on the button when irrigating. This message was given to the rnfa who seemed to have the most issues. At the point in the surgery when the irrigator is used, she is pressing very gently on the button so this was not the cause. Manufacturer response for suction irrigator, strykeflow (per site reporter).